Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due diabetic ketoacidosis and high blood glucose level of 539 mg/dl. Blood glucose at the time of the call was 365 mg/dl. Customer was treated with bolus and insulin drip. The customer was using the insulin pump within 48 hours prior to admission. Troubleshooting was completed. High pressure test was performed and passed. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08710 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using carelink. Device had intermittent button response on the express bolus button due to unlocked j2 keypad connector on the lcd. No button error alarm noted. Device had minor scratched display window and cracked reservoir tube lip. (B)(4).